Event description:
It was reported that there was air in the line. No patient injury was reported.

Manufacturer narrative:
A visual inspection of the returned sample found it to be in good condition. Functional testing of the pump was done using a fluid filled cassette attached to the pump. Testing could not be completed due to air in line alarm displaying. The cause of the problem was found to be the air detector and the problem was corrected by replacement of the air detector. A device history review (DHR) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this device history review. If the initial reporter also sent report to FDA is unknown. No information provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).